Event description:
Same case as MFR's report# 6000118-2007-00095. It was reported that during a greenfield 12fr ss vena cava filter placement procedure, the filter ejected but did not open. The "filter capsule drifted north and the tip bent and almost hit the pt's heart". A femoral cut-down was performed and the filter was retrieved. The procedure was not completed due to this event. Add'l info has been requested regarding this event.

Manufacturer narrative:
The facility has retained this product; therefore, a failure analysis is not available. If any add'l relevant info is rec'd, a supplemental MDR will be submitted.